Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was fractured leading to noise, inappropriate therapy and high out of range pacing impedance measurements. This lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of this product in the quality assurance laboratory, a thorough analysis was completed. This lead was determined to have had damage including a cathode coil fracture approximately 310 millimeters from the tip. There was also noted calcification on the lead body. All of the reported observations related to the lead behavior were confirmed.

Event description:
This supplemental report is being filed to include product investigation details.